Event description:
Initial result for a patient glucose was 88 mg/dl. The physician questioned the result since a fingerstick sample had given a result of >400 mg/dl. When the original sample was repeated, the result was 638 mg/dl. No treatment was provided based on the incorrect result. The field service rep was unable to determine a cause for the discrepancy.